Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a low blood glucose level of 83 mg/dl. The customer stated that they were put on medicine to lower blood glucose but the customer did not realize he was dropping lower than he was supposed to. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.